Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient stated the alleged issue occurred "a few months ago" but could not recall the exact date and time. The patient reported blood glucose readings in the "200's" which she felt were higher than her normal readings. The patient stated her normal readings in the morning are "130 mg/dl or lower." The patient informed the mss that she manages her diabetes with diet alone and tests her blood glucose once per day in the morning. The patient recalled that on both occasions she most likely "ate less food" as a result of the alleged high result. The patient claimed that approximately immediately after the alleged issues occurred, she began to experience symptoms of "confusion and shaking." The patient denied receiving medical intervention to treat her symptoms and stated the symptoms abated by "controlling her diet" but could not recall the time. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the subject test strips were stored correctly and unexpired. A quality control solution test was performed with the current vial of test strips and was within the range specified on the test strip vial. The patient no longer had the subject test strips left. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.